Event description:
During a stent procedure, as the stent delivery system (sds) was advanced to the lesion, the physician changed his mind to perform pre-dilatation. Upon removal of the sds, the stent got stuck at the guiding catheter and dislodged. The stent was retrieved using a snare device. Reportedly, there was no pt injury.